Event description:
The patient was admitted to the hospital. The patient underwent surgery the next day for an open reduction and internal fixation of the right hip. The surgery was proceeding without incident until insertion of the anti-rotational screw into the femoral head. At this point in the surgery, a sleeve was placed to the most proximal slot of the jig for the insertion of the screw. A stab wound was placed and the sleeve was pushed against the bone. The proper step drill was then used through the sleeve and while crossing the hole in the nail, the tip of the drill broke and got retained in the femoral head and neck. Efforts were made to retrieve the drill bit tip, but this was unsuccessful, and therefore left in place because presence into the anterior aspect of the femoral head and neck was found to cause no adverse consequences to the patient.